Event description:
It was reported that during biopsy procedure, the device allegedly failed to fire. The patient reportedly experienced kidney hemorrhage. The current patient status is unknown.

Manufacturer narrative:
H10: further review of the reported information determined that the device did not contribute to any patient adverse event. This event is now assessed as non-reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during biopsy procedure, the device allegedly failed to fire. The patient reportedly experienced kidney hemorrhage. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received. On visual evaluation, the biopsy instrument appeared to have residue throughout, and no visual anomalies were noted to the device. Upon the function evaluation, the device was able to be fully primed with no issues. During testing while firing the device the back slide only popped up. The device was disassembled, and internal parts were inspected. Upon disassembly, it was noted that the left bumper was found to be bent and the right bumper was not seated in the correct position. It was noted that the stylet hub and cannula hub were from cavity 22. There were no other anomalies found. Therefore, the reported failure to fire is confirmed as the back slide only popped up during functional testing. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2022), g3. H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2022).

Event description:
It was reported that during biopsy procedure, the device allegedly failed to fire. The patient reportedly experienced kidney hemorrhage. The current patient status is unknown.